Event description:
The facility reported a fail code 812:02. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information.